Event description:
It was reported that a patient had a minicap in which the povidone iodine was dried out before use. There was no patient injury or adverse event associated with this report. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received and evaluated. A visual inspection was performed and showed that the sponge was inside the minicap in a normal way. The condition of povidone iodine abortion in the sponge presented the correct manufacturing characteristics; therefore, the reported issue was not confirmed. The cause could not be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. If any additional relevant information becomes available, a supplemental report will be submitted.